Event description:
Additional information was received from the patient that reported that the device had not been taking a charge lately. The patient reported that they had a follow-up appointment scheduled with their health care provider on (B)(6) 2016. While charging the night of the report, the device kicked in at full power and the patient couldn't get it to turn off. The patient went to the emergency room.

Event description:
Additional information was reported regarding overstimulation and implantable neurostimulator (ins) showed that it was off. The issues were resolved by the manufacturer representative with guidance from technical services. An impedance check showed nothing abnormal.

Manufacturer narrative:
Concomitant medical products: product ID 97713, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the patient woke up in the night and started to charge the device. While charging the device, the patient started experiencing overstimulation when the implantable neurostimulator (ins) was off. The ins was off and not responding to commands from the patient programmer. The manufacturer representative had been contacted by an emergency room health care professional (hcp) about the issue. The manufacturer representative that called was not able to confirm that the correct programmer was being used. The manufacturer representative thought that it was possible that the old patient programmer was being used. The patient had sudden painful stimulation. The manufacturer representative stated that they would follow-up with the patient and hcp to resolve the issues using the patient programmer and recharger. The patient had two ins systems and it was unknown which ins the patient was having the overstimulation problem. Impedance measurements were not taken. The manufacturer representative called back and reported that they met the patient at the hospital on (B)(6) 2016. The ins was interrogated with the physician programmer and it showed that stimulation was off. A physician mode recharge (pmr) was attempted and the patient stopped shaking from the overstimulation as soon as the pmr session started. The affected system had leads to the cervical spine region. The patient was normally programmed around 2v.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a letter from the health care professional (hcp) reporting that the cause of the overstimulation when the implantable neurostimulator (ins) was off was ¿probably partial charge after full discharge.¿ the cause of the programmer not responding was not known. The overstimulation and programmer not responding were both resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the device that malfunctioned was the device with serial number (B)(6). Additional information regarding this event will only be captured in manufacturer¿s report # 3004209178-2016-09195.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.